Event description:
During bathing ventilator alarmed patient disconnect. No disconnections found. Patient hypoxic, pea. Acls done. Ventilator found not to be ventilating patient at all time. Plugged in and never lost power. Removed from patient care. Biomed on site 12/21/20 and completed inspection on this and 2 other similar ventilators.